Event description:
The patient states the nurse who trained her on the use of the meter and lancet device gave her the lancet device which was used by the nurse to obtain a blood sample on herself. This is the multiclix lancet device. The patient states she realized she used the same lancet the nurse had previously used to obtain the blood sample. She contacted the clinic who informed her, the nurse had tested negative for hepatitis and hiv and that she, the patient, would be tested in three months. Patient used the device at home. Technical support requested the return of the suspect product and replacement product was shipped.